Event description:
It was reported when using the bd pyxis¿ medstation¿ es, full height drawers was not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus. A field service engineer (fse) plugged in the pyxibus cable to the drawer to resolve the issue. The customer completed a full inventory of the drawer using the pyxis application to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.